Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid inside the cassette door of their cycler following peritoneal dialysis therapy. During troubleshooting for a make sure hb is on the ht error message, the patient stated that when they removed the supplies from their cycler following their previous treatment, fluid was leaking from the cassette and liquid was found within the cassette door of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. There was no patient injury or medical intervention required as a result of the leak. The patient was given unspecified prophylactic medication as a precaution but developed no symptoms. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. The cassette used at the time of the reported leak was no longer available for evaluation. Additional information was requested but was unavailable.